Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A customer reported during a glaucoma filtration device implant procedure, the device would not release from the delivery system. A backup device was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The customer reported that the device was unable to be released after inserted into a patient eye. The sample was received for investigation. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. The sample was received in the following manner: the shunt was not on the eds, the eds wire was depressed and it retracted towards the cannula opening. In light of the product condition as received for investigation, it seems that the eds trigger was handled and performed its functionality. Due to the above reasoning the complaint cannot be justified. Therefore, the root cause is inconclusive - unable to verify. Since the root cause in inconclusive - unable to verify and there are no previous complaints for the lot, no further action is required. (B)(4).